Event description:
When a staff member went to use the unit, it sparked. The rptr stated that the wire attached to the electrode patch burned. This device makes it possible to defibrillate a pt without paddles. The pt was defibrillated with a different unit but was not successfully resuscitated.